Event description:
It was reported that the patient was seen in the doctor's office for av optimization because he had been feeling poorly. The device was programmed to vvi 60, and the patient felt better. During interrogation of the device, it was noted that oversensing was occurring, but no inappropriate shocks had been delivered. The patient was being inappropriately paced; abnormal marker channel indicators of bi-ventricle pace and ventricle sense were occurring nearly simultaneously. The device was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: analysis found an anomaly on the microprocessor integrated circuit, which resulted in no ventricular blanking after pace, consequently causing a high rate pace, due to the pace-sense short interval. The anomaly is an improperly formed via that became open and precludes continuity to several digital cells of the integrated circuit. The open is part of the blanking functionality circuitry that prevents the microprocessor from functioning properly. It was reported that the patient was seen in the doctor's office for av optimization because he had been feeling poorly. The device was programmed to vvi 60, and the patient felt better. During interrogation of the device, it was noted that oversensing was occurring, but no inappropriate shocks had been delivered. The patient was being inappropriately paced; abnormal marker channel indicators of bi-ventricle pace and ventricle sense were occurring nearly simultaneously. The device was later explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) (integrated circuit) device was out of specification in a manner that relates to event oversensing.

Event description:
It was reported that the patient was seen in the dr's office for av optimization because they had been feeling poorly. The devcie was programmed to vvi 60 and the pt felt better. During the interrogation of the device it was noted that oversensing was occurring. No inappropriate shocks had been delivered. The device was later explanted. No patient complications have been reported as a result of this event.